Event description:
It was reported that during surgery, the inner packaging appeared to be deformed. The surgery was completed with another device. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). The event is confirmed. Visual evaluation of the provided photos/returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility breach cannot be determined as the packaging has been opened; therefore, the blister seals cannot be evaluated. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The root cause of the reported event can be attributed to transit damage. The cause of thermal damage in the apac region is occurring in transit and storage conditions from the time a package leaves the manufacturing site to the time it arrives in the distribution center. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.